Manufacturer narrative:
(B)(4). PMA/510(k): k131206. Event is still under investigation at this time.

Event description:
The initial information provided stated that the balloon was broken and leaking when injecting 20ml saline. Upon receipt of the product, it was noted the balloon had ruptured in a circumferential direction. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
One complaint device was returned for investigation. The check in photos show a split in the balloon. A search of the manufacturer's database identified this complaint to be one of two complaints associated with lot 5813666.